Event description:
It was reported that the first two markers on the latitude electrogram are missing. Technical services advised to have the patient try another latitude interrogation. If the first two markers do not return, they will need to have the patient come in for a device magnet reset. There is no impact on therapy. The device remains implanted. There were no adverse patient effects.